Manufacturer narrative:
Pins bent on drawer cable connector.

Event description:
It was reported by service report that the bed has no controls on the foot board. No patient involvement or adverse consequences are reported.